Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H6) based on the device evaluation and investigation, the probable cause of the damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to cied system/pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. During preparation for use of a spectranetics 14f glidelight laser sheath, damage was noted on the bifurcate cover, exposing the fiber; therefore, use of the glidelight was discontinued. A new glidelight was used to remove the leads, and the procedure was completed with no reported patient harm. The glidelight device was returned for evaluation on 04feb2026. Visual inspection found the device appeared to be used in the patient, and the bifurcate cover was missing, with exposed and broken fibers. This event is being reported for unintended radiation exposure, potential for harm.